Event description:
It was reported that during preparation, the prostyle marker lumen failed to flush. There was no patient involvement. A new prostyle device was used to continue. The returned device was received in a condition which indicates the device had been inserted into the anatomy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported marker lumen could not be flushed was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Fourier transform infrared spectrometer (ftir) testing was performed to identify the observed clear substance at the proximal end of the polyimide tubing. The reported difficult to flush was concluded to be related to potential product quality issue due to adhesive observed at the proximal end of the polyimide tubing. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.